Event description:
Customer alleged discrepant blood glucose results of 361mg/dl and 16 mg/dl when testing was performed back-to-back within 5 minutes on the aviva system. Customer reported no symptoms or action/treatment based on rsults. A request was made for the return of the suspect device and replacement product was sent.